Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The device has been received, but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported that a pump malfunctioned and an insulin infusion that was ordered at 0.7 units/hour delivered 47ml (47 units) insulin as a bolus. The customer stated the pump either shut down or displayed an error message. The nurse hit restore, the same settings for one module of 125ml/hr of saline appeared. Pump kept shutting down and would not restore. Patient's blood sugar was checked every 30 min. Patient was not harmed following medical intervention. Customer stated that no further patient/event information is available.